Event description:
The customer reports the ac adapter is cracked. There was no reported adverse patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.